Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The xience pros device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified anterior descending artery. The 2.0x08mm xience pros stent delivery system was attempted to be deployed; however, ruptured at 2 atmospheres. An unspecified device was used to complete the procedure. There was no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material rupture and activation failure were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material rupture and activation failure; however, factors that may contribute to material ruptures include, but are not limited to, material damage, inflation technique, interaction with accessory devices, lesion calcification and tortuosity or insufficient preparation prior to use. Factors that may contribute to activation failure including expansion failures (inflation issues) include, but are not limited to, inflation technique, contrast concentration, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. In this case, it is possible that the balloon may have interacted with accessory devices and/or the mildly calcified, mildly tortuous anatomy, damaging the balloon and causing the reported material rupture, ultimately contributing to the reported activation failure; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.